Manufacturer narrative:
The technician replaced the micro switch that contacted the trend handle. When weight was added to the end of bed, it caused the bed to tip slightly towards the foot; enough to have the switch activate the hi-low.

Event description:
The account alleged that the bed was going up (hi-low) by itself when the patients' weight was placed on foot end of bed.